Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the main coil, the introducer sheath, and the pusher wire were returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the primary coil and arm coil section. Moreover, the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25nov2024. It was reported that the coil could not advance in the catheter. The patient diagnosed with a left common iliac artery aneurysm, underwent treatment with endovascular stent-graft repair. An 18mm x 40cm interlock-35 coil and a non-boston scientific (bsc) catheter was selected for embolization. However, during the procedure, the physician felt significant resistance when deploying the coil. After several attempts, the catheter was replaced but the coil could still not be pushed out. The device was removed, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable. However, device analysis revealed that the arm coil was detached.